Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11 corrected fields: d5, e2, e3, g2, h6- clinical code a getinge field service engineer (fse) found leak in the he fill manifold and replaced helium reservoir assembly, function testing passed. No other issues found. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The suspected faulty part was sent to getinge's failure analysis and testing (fat) for evaluation. The failure analysis and testing department performed visual inspection of this part received and part looks to be in good condition. Installed the helium reservoir assy into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Observed x5 internal helium tank pressure was dropped during helium regulator calibration. This probably cause of helium leak in manifold. The failure analysis and testing department verified the failure message of helium leak. Helium reservoir failed testing. Retained helium reservoir in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak, and limited use . There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a